Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the ht70 plus ventilator's screen froze. Patient was transferred to another ventilator without any harm. One newport ht70 ventilator was received and the customer reported issue was verified. It was reported that after powering the ventilator on, the device froze not passing power on self testing. The software was updated which resolved the issue.